Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the device. The philips field service engineer (fse) inspected the system onsite and was informed that the longitudinal movement of the c-arm was unavailable which resolved with the restart. Review of the system log file also showed that the motorized movements were unavailable, and it was resolved by restarting the system. The fse inspected the components responsible for the movement which did not reveal any obvious faults, and all the geometry movements were working fine. The issue never reoccurred. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. These include: - the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. - the azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. - the azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. If a loss of function issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc / the loss of function which was resolved by restarting the device are not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movement of the c-arm was not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.